Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported the patient developed an "allergic reaction" after the implant of the device. The patient was treated with antibiotics and showed some improvement, however the allergic reaction recurred. The patient now presents with an erosive, surgical wound at the device implant site and the cultures taken were negative. A device revision was done and a new cycle of antibiotics started. The device remains in use. No further patient complications have been reported.